Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag 1.5% and 2.5% therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalization the same day. The cause of the peritonitis was unknown. On an unreported date, the patient began remedial therapy and received vancomycin (1 gm, injection ip, once in 5 days) and fortum (1 gm, injection ip, once daily). The outcome for the event of peritonitis was unknown. Remedial therapy with vancomycin and fortum was ongoing and the patient remained hospitalized. Dianeal pd2 ultrabag therapy was ongoing. The concomitant medications were not reported. The nurse believed that the event of peritonitis was not related to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.